Event description:
It was reported that the mainframe device was giving staff electric shocks. There was no report of patient impact.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The nim 2.0 mainframe was received in good cosmetic condition. - nim pulse mainframe passed safety test on incoming inspection. - pcb's have been checked for burned components; no deviations found. - flatcable punctured. (Not likely to be related to customer's complaint). Repair description: - flatcable has been replaced. - no deviations have been found, customers complaint could not be confirmed. - the nim 2.0 pulse mainframe has been successfully tested according sri:8252001/8252401(ip-nonip)8252201/rf/9450006. Upon completion of the device evaluation it was determined that there was no fault found. The alleged complaint could not be confirmed and a root cause could not be determined. No failure detected.